Manufacturer narrative:
The company rep examined the system and was unable to replicate the system message reported. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause could not be conclusively determined. (B)(4).

Event description:
A customer reported that the equipment displayed a system message during a vitrectomy procedure. Following a delay of more than 15 mins, the case was completed w/o impact to the pt.